Event description:
It was reported the patient received 18 shocks due to t-wave oversensing. There was also difficulty repositioning the lead; the helix wouldn't retract. The lead was explanted and replaced. Additional information in a (B) (6) alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted; full lead returned. There was no problem found with the electrical integrity of the lead. The distorted conductor was determined to have explant damage.